Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified white particles material was found on the shell and flat creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified an opening curved striated. Based on the device analysis the final assessment is: one opening striated assessed as surgical damage.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii. Device has been explanted.